Manufacturer narrative:
Approximate age of device ¿ 1 year, 3 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced multiple pump stoppages and low flow events. The patient's lvad system was connected to the power module while shaving in the bathroom when these events occurred. The patient reported being asymptomatic. Log file analysis noted multiple pump stoppage events and pump speed decelerations. Submitted x-rays showed areas of shield separation on the driveline. On (B)(6) 2018, the manufacturer's technical services representatives performed an external/distal end replacement of the driveline. After the repair, no further alarms were observed while the patient was connected to the power module with the use of a grounded patient cable. The patient would be observed overnight before being sent home. No further information was reported.

Manufacturer narrative:
Section a2: correction. Device evaluation: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2018 under work order (B)(4) and approximately 17.5¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket and clear bionate layers appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. No further information was provided. The manufacturer is closing the file on this event.